Event description:
The "rapid gas loss" alarm sounded from the pump and the iab was removed. On 5/28/98, the following was reported to datascope: the "rapid gas loss alarm" sounded from the pump and all the connections were checked. No blood was noted in the tubing. The iab was re-filled and pumping continued. The "rapid gas loss alarm" sounded repeatly. The balloon pressure waveform was okay. The pump ratio was changed to 1:2 and re-timed. The pump console was changed and the iab functioned well thereafter. The balloon was removed on 4/9/98. There was no pt injury or complication as a result of the event. (On 5/28/98, datascope rec'd the mandatory medwatch form from the user facility; uf/report number: 0000050464-1998-0002). [Event complications]: unk-reported 4/10/98; none-rpt'd 5/28/98. [Pt's current status]: unk-4/10; okay-rpt'd 5/28.

Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered on the pump. After 2 mins of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated and deflated satisfactorily at 100 and 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination. A false balloon leak (indicated by the pump alarm) may be attributed to one or more of the following: the pump detected condensation or blood within the line (perhaps from a previous balloon leak). There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The iab catheter kinked either within the pt or outside of the pt. This kinking may have inhibited the flow of gas into and out of the balloon membrane during iabp causing the pump to sense a loss of gas. The pump needed servicing. (This follow-up MDR was mailed to the FDA on 6/11/98).